Event description:
Iabp(intra-aortic balloon pump) in place and noted to stop pumping for 43 seconds. No ap signal and balloon pump signal flat as well and self resolved. Under history, there an indication of no ap signal.